Manufacturer narrative:
The device was received by resmed and an evaluation confirmed the complaint. Visual inspection revealed a disconnected motor capacitor cable. The cable was reconnected to resolve the issue. The device was serviced and fully tested before it was returned to the customer. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf147) related to a stalled main blower. There was no patient harm or serious injury reported as a result of this incident.